Event description:
A nurse reported that the vitrectomy cutter would not function during surgery. Another probe was obtained and the case was able to be completed. There was no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has not yet been received, therefore the condition of the product could not be verified. A root cause has not been identified. (B)(4).